Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, while being applied to at the time of setting up of bag for retrieval, each bag was torn as soon as it emerged from the shaft. They used another device in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The specimen pouch was not returned for any of the devices. Specimen pouch had separated completely and properly from metal ring as can be observed by remnants on metal ring for both devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. As the specimen pouch of the was not returned the reported condition of bag torn could not be reliably determined. If information is provided in the future, a supplemental report will be issued.